Event description:
It was reported that the patient was not that much improvement in symptoms. She had switched to program 3 on (B)(6) 2011. It was noted that the neurostimulator worked a little better when she first received the implant but now she "bad urinating symptoms". She was in contact with her physician who performed a urine test to determine if there are any issues. Follow up information received on (B)(6) 2011 reported that the it was unknown as to the cause of the lack of therapeutic effect but it was noted that the patient did have a urinary tract infection (uti) which the healthcare professional (hcp) felt may explain the increase in incontinence. Impedance measurements that were performed were reported as good and that the patient felt the stimulation vaginally. It was noted that the hcp changed program 1 as it was the only program that the patient had used. The patient was treated for the uti. The patient outcome was reported as no injury.

Manufacturer narrative:
Lead: model 3889-28, lot #v710575, implanted: (B)(6) 2011, explanted: na. Lead: model 3889-28, lot #v712899, implanted: (B)(6) 2011, explanted: na. Extension: model 3095-10, serial #(B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 3037, serial #(B)(4).